Event description:
It was reported that asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored electrogram and patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable.